Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label, unapproved, or contraindicated use (treatment of an ulcer).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer. The proximal neck was 20.8 mm in diameter and 10.5 mm in length. The left common iliac artery was 14-12-10 mm in diameter and the right common iliac artery was 14-12-9 mm in diameter. The right femoral artery measured 8.8 mm in diameter and the left external iliac artery measured 9.3 mm in diameter. There was moderate to severe calcification of both common iliac arteries. The bifurcated stent graft was placed at the level of the left renal artery which was the lowest main renal artery. The contralateral limb was placed without incident. The ipsilateral limb extension was placed and upon removal of the delivery system, the tapered tip became stuck at the aortic bifurcation. There was moderate to severe calcification of both common iliac arteries. The physician pulled on the stent graft but was unable to remove the delivery system. The physician did not state what caused the difficulty in removing the delivery system but this may have been due to calcium in the iliac arteries. The physician was able to eventually remove the delivery system successfully. After ballooning, the stent graft the angiogram revealed a large proximal type I endoleak and the stent graft appeared to have been pulled down. An endurant aortic extension 25/25/49 was placed, ballooned and the final angio revealed the endoleak had resolve d. The proximal type I endoleak was most likely due to the stent graft moving downward after the physician aggressively pulled downward on the limb¿s delivery system after it became stuck. No additional clinical sequelae were reported and the patient is fine. Review of a pre-implant 3d worksheet revealed that the patient¿s proximal neck diameter was 21mm, and the distal aortic diameter was 19mm and appeared to be severely calcified. The right and left common iliac artery diameters ranged from 14 to 10mm; both iliac arteries were straight but extensively calcified. The access vessel diameters were 9mm bilaterally. The exact cause of the events could not be determined. Films during implant were not available for review. However, it appears likely that the calcified vessels contributed to the removal difficulties, which then led to the bifurcate being pulled down and the proximal type I endoleak.